Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during attempted implant of the right atrial (ra) lead it dislodged during multiple attempts to fixate the ra lead in the lateral wall of the right atrium. Upon removal of the ra lead there was noted tissue in the helix. The ra lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.